Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed since log files from the reported event date were not available for analysis. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event of power switching could not be duplicated at the bench level. It is unlikely that the patient had an smr upgrade at the time of this incident because they had the upgrade performed on (B)(6) 2016. At the time of the upgrade, the patient's active controller was con180420 and the backup controller was con180414. It is unknown if either of these controllers were involved in the incident reported in this complaint. No failure detected, the reported event of power switching could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient's controller switches from one power port to the other one before batteries are down at 25 percent. The involved battery was taken out of service and will be sent to manufacturer. No additional information available.

Manufacturer narrative:
Additional l batteries added to file on 2/22/2017 based on log file incidental findings. Bat205224 - cat log:1650 de, MFR date:2015-02-29, exp date: 2016-02-29 (B)(4). Bat205726 -cat log:1650 de, MFR date:2015-03-3, exp date: 2016-03-31- (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). Two controllers (con180420, con180414) and one battery ((B)(4)) were returned for evaluation. Two batteries ((B)(4)) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the non-returned batteries' manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the returned controllers and battery revealed that the associated devices passed visual inspection and functional testing. Log files covering the reported event date were not available for analysis. Initially (B)(4) were included as being involved in power switching but upon reassessing the log file analysis, it was determined that this assertion was made in error. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching events are most often attributed to communication errors and/or momentary disconnections between the controller and batteries. Note: con180420 and con180414 were received with the smr software installed. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching events are most often attributed to communication errors and/or momentary disconnections between the controller and batteries. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that two controllers and two additional batteries were involved with this event. The controllers and batteries were taken out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The reported event of power switching could not be confirmed on the returned devices. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis was not conducted since log files from the reported event date were not available. Analysis revealed that the devices passed visual examination and functional testing. No power switching events were observed during evaluation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Controller - (B)(4) / manufacturing date: 05/31/2012 / expiration date: 05/31/2013 (B)(4). Controller - (B)(4) / manufacturing date: 05/31/2012 / expiration date: 05/31/2013 (B)(4).